Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During the first of two transseptal puncture performed with a fast cath swartz transseptal introducer and an unknown transseptal needle, an excessive amount of force was required to cross the inter-atrial septum due to the difficult patient anatomy. It was noted there was a fissure on the tip of the dilator after the transseptal puncture was complete, which the physician attributed to the amount of force required to cross the septum. The procedure then proceeded without further incident. At the conclusion of the procedure, a pericardial effusion was noted via fluoroscopy and confirmed with a transthoracic echocardiogram. A pericardiocentesis was performed. There were no performance issues with any sjm device.

Manufacturer narrative:
Additional information: one 8f fast-cath introducer sheath with dilator was received for evaluation. Visual inspection revealed the dilator tip was split and gouged. The manufactured curve at the distal end of the sheath and the sideport orientation were consistent with the product design. Additionally, a brk needle/stylet assembly from current sjm stock was advanced through the dilator/sheath assembly. No visual or functional anomalies were noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of dilator tip damage is consistent with damage to the device during use. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of the device.